Manufacturer narrative:
Analysis summary: at analysis the device passed all visual incoming inspection with no anomalies found. The firmware was updated and the device passed all final functional tests. Non-healthcare professional. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator resets to nominal parameters and it was returned for its recommended firmware update. There was no patient involvement.